Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesionw as located in the mildy tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation , the balloon ruptured. Another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and dilatation was performed. However, the balloon also ruptured. The procedure was completed with a non-bsc device. No patient complications were reported. It was further reported that the balloon ruptured during fist inflation.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion as located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation , the balloon ruptured. Another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and dilatation was performed. However, the balloon also ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.